Event description:
On (B)(6), customer reports via phone that during an undetermined urology procedure, the generator console locked up and staff lost fluoro. Staff moved the pt to another room where the physician completed the procedure without further incident. Customer did not provide pt or procedural info other than to say procedure completed, no reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.